Manufacturer narrative:
One device was returned for analysis. Functional and visual tests was performed, and the reported issue was duplicated. The cause of the reported issue was an unknown. Upon further investigation it was found that there was a defective latch lock sensor. This was determined to be a reportable issue. The downstream occlusion seal and latch lock sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because a key was not working. Upon further investigation it was found that there was a defective latch lock sensor. There was no patient involvement, no patient injury was reported.